Manufacturer narrative:
(B)(4). Please note that previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4)). As this number was deactivated, going forward, complaints related to this pump are to be handled by (B)(4). As mentioned above. MFR's complaint number ref: (B)(4). The product involved in the incident is a nimbus 3 system [device ce marked and the notified body (B)(4). The system consists of a pump and a mattress. Upon inspection of the mfg records for this device involved in the reported event, we can see no evidence of any malfunction or rework relating to the alleged malfunction associated with the complaint. We visually inspect and manually test 100% of all units prior to packaging and dispatch. Each unit was tested for functionality with positive result. The system involved in the incident has been subjected to comprehensive testing in the arjohuntleigh rental depot. Visual inspection of the mattress revealed that the mattress was in overall good condition; however, the functional test reveal a leak in the system. We can confirm that we have been able to replicate the malfunction (report ref (B)(4)) and understand the cause to be design related, in that a slow leak in the system will (under certain circumstances) not cause the audible alarm to activate. In case of this kind of malfunction which cause a minor leak in the nimbus system, all air will not automatically be removed from the mattress, but will gradually reduce the amount of air from around the heaviest part of pt's body. The failure of the low pressure alarm only occurs when a slow leak is present. Any major leak in the tube set, seam failure of cells, etc.) Activates the alarm condition. As with all our pac (pressure are care) products, we advise each and every customer that, through regular monitoring of the pt (as recommended in our products instruction for use), device issues and pt considerations are found early. The nimbus mattress system is targeted to all categories of pressure ulcers and for pts who are at most risk. Because the nimbus system is commonly used for pts who are at greater risk of developing or have already developed stage 3 or 4 category pu, the majority of units are located in acute environments and each pt is constantly monitored at more regular intervals. The pt involved in the reported event was regularly monitored by hospital staff (as per IFU); therefor,e the system malfunction was reported prior any injury occurred. In the event of loss of pressure in the system, the interface pressure between the pt and the device may increase, thus reducing the therapy provided and increasing the risk of the development of a pressure sore (if left unattended). Although in this case, no injuries were reported, based on the fact that the same malfunction of a nimbus system caused or contributed to the serious injury in the past 2 yrs, we decided to report the event to relevant authorities. Arjohuntleigh started mfg the nimbus mattress system range back in 1992/93 and the number of units produced globally is over 100,000. With the product in the market for over 20 yrs, we (arjohuntleigh) reviewed reportable adverse event since 2008 to see the extent of the problem. This showed that there has only ever been an isolated event last yr relating to the failure of the lp alarm, up until the incidents reported this yr from a single facility. As with all events, we consulted with our products risk documents along with our pms (post market surveillance) data to evaluate the risk and based on the fact that we had only the one recorded event, the probability of occurrence of harm was established as remote. The nimbus mattress system install base (from 2008) is over (B)(4). With a high numbers of systems in the field and the absence of multiple occurrences of injury or similar malfunctions, this type of failure appears not to represent an immediate risk to users of this device, with the benefits in terms of pressure relief far outweighing the risk. The nimbus low pressure alarm function will activate after 3 consecutive cycles of low pressure (approx 30 mins from the time air pressure drops below the threshold). This is in order to compensate for pt movement and exit from the bed. Due to the basic functionality of our mattress systems, it is inevitable that the loss of air would be significant in the number of complaints rec'd. The care plan for pts (including the monitoring and repositioning of pts) as recommended in our instructions for use and the general guidelines in the practice of care are being addressed and the use of a low pressure alarm is either not significant as an early warning measure, low pressure events product major leaks and therefore the alarm functions as intended or the detection of a low pressure events is easily recognized. In conclusion, we (arjohuntleigh) take these types of incidents very seriously and work closely with our customers in providing a solution. We see no immediate risk to users of our nimbus system and are continuing to monitor and similar occurrences through our complaint system.

Event description:
Ref imp report # (B)(4).